Event description:
It was reported that during initial implant, the right ventricular (rv) lead had a drop in r waves. During a repositioning attempt, the physician was unable to get the stylet down the lead. The lead was not used, and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.